Event description:
The middle port of the exactamix 1000 ml eva container is leaking. The staff has found 4 of the same containers with the same lot number and same issue. These events were found during compounding and before any pt involvement. Dates of use: (B)(6) 2019.